Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. Correction field: b5 corrected event information. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermit or flicker image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no video picture due to cause traced to component failure. Additionally intermit or flicker image cause due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had no video picture. The issue occurred during setup for an esophagogastroduodenoscopy procedure that was completed with a backup device. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had no video picture. The issue occurred during event. There were no reports of patient harm.